Event description:
It was reported the patient experiences pain and warmth at the ipg site. The patient indicated the issue began after she suffered a fall and landed on her ipg site. The sjm representative is to meet with the patient as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.